Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Device had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 95 mg/dl. When he pressed the up arrow button, the numbers were ramping. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.